Manufacturer narrative:
Patient¿s weight was not provided. The device serial number was not provided; therefore, the approximate age of device could not be calculated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that 3 no external power events were observed during system controller history interrogation performed by the hospital clinician. The patient did not recall hearing alarms. The no external power events on (B)(6) 2018 were confirmed by technical services during review of the submitted log file. They were found to be related to a week connection between the mpu and mpu¿s ac power cord. There was no interruption in pump support during the no external power events.

Manufacturer narrative:
Section d4 (serial number, UDI): additional information. Section f9: approximate age of device - 11 months (calculated from the lvad implant date: (B)(6), 2017; the mobile power unit was sold to the customer on (B)(6) , 2017). Manufacturer's investigation conclusion: the mobile power unit, serial # (B)(4) remains in clinical use and the patient continues on vad support with no similar issues reported. The report of no external power alarms was confirmed based on the submitted log file. No external power/low battery hazard alarms were captured on (B)(6) 2018 at 07:38, (B)(6) 2018 at 07:53, and (B)(6) 2018 at 05:26 while the system was powered by a mobile power unit (mpu). The voltage levels indicated that power to the mpu was lost. A specific root cause of the recorded events could not be determined; however, the patient was reminded by the clinicians to ensure that the v-lock ac power cord was secure. Analysis of the submitted log file also confirmed a no external power event occurred on (B)(6)2018 at 16:08 due the depletion of the patient¿s external batteries. During the no external power, the system controller backup battery supplied power to the pump as designed and there was no interruption in support. The heartmate ii lvas IFU and patient handbook describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. These documents also provide instructions for how to charge and exchange batteries, how to monitor battery charge level, and how to switch between power sources. A review of the device history records revealed the device met applicable specifications. The records also indicated that this mobile power unit was manufactured with a v-lock ac power cord. No further information is available. The manufacturer is closing the file on this event.